Event description:
It was reported that this lead exhibited noise signals and lead pacing impedance low within normal range. Technical services (ts) was consulted and suspects lead integrity issue. The lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).